Event description:
It was reported that in (B)(6) 2010, the pt had an upgrade of speech processor. One and a half weeks after the upgrade, she was not able to get a signal. The following day, she tried her old processor and it worked fine. She switched back to her new processor and the signal was faint and changed when she moved the coil around. For the following 3-4 days, she heard fine and then again no signal. Due to frustration, the pt did not use the system for a few days. When she reused the system, she heard fine for a few hours and then started hearing static and crackling. Telemetry measurements are within specification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.